Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 50 months ago. Aneurysm and vessel morphology from the time of implant are unk. This pt presented with pain and also had kidney stones approximately 1 month ago. It was reported that there was distal migration of approximately 10 mm noted with a proximal type 1 endoleak due to disease progression and neck angulation. It is unclear whether the pain was associated with the kidney stones or the endoleak. At the time of migration, the aneurysm was 5.4 cm in diameter, which is 1 cm larger than a previous measurement of 4 cm on an unk date. The neck is currently 19 mm in diameter at 1 cm below the renals and 23 mm in diameter at 1.5 cm below. The neck may have dilated and it had some angulation. The pt was found to also have a type 2 endoleak from patent lumbars (see MFR# 2953200-2010-01729). An intervention, with an aortic cuff was performed approximately 4 weeks ago. Access was tried on the left side, as the right side had an iliac stent in place. The device was tried one time but was getting hung up past the aneurx bifurcation. The aneurx bifurcated stent graft was ballooned, and the device re-inserted. The device again got stuck, it was removed, and a kink was noted. However, the device was re-inserted for a third time. On the 3rd attempt, the device ruptured the iliac artery. At this point, the decision was made to surgically convert to an open repair, and the grafts were explanted. The devices were discarded. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results and conclusions: aortic neck angulation and dilatation, type 2 endoleak. After the delivery system kinked, it was re-inserted in the pt.